Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_ptm_prog, serial# unknown;product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a stroke six to eight months prior to the report, had been in and out of the hospital several times for issues related to the stroke, and her implantable neurostimulator (ins) had been turned on and off during this time. The patient had also experienced a fall within the last week. The patient¿s hospitalization and other medical issues were unrelated to the device system. The patient was seen in a clinic the day prior to the report and there were short circuits between the electrode pairs of 0 and 1, 0 and 2, and 0 and 3. These pairs all had impedances of less than 50 ohms. The other pairs were in normal range. It was later noted that electrode pair 1 and 2 had impedance of greater than 4000 ohms. The impedance issue occurred after surgery and the cause of the issue was not determined. No lead fractures were noted. The patient felt shocking at the ins site, in the buttock, and down the leg with stimulation on. She was getting shocking even at low amplitudes. Programming was done to avoid the leads with impedance. The patient wasn¿t getting any stimulation sensation in the target area with reprogramming attempts. There was discomfort with the device on during the clinic visit. At the end of the programming session, stimulation was turned off. The device system had not been imaged yet and the patient was to be seen again in three weeks. It was unknown how the patient was doing as no follow-up had occurred yet.